Event description:
A male pt's wife contacted lifecor customer support to report that one of his battery packs was not charging. She stated that there were no lights whatsoever displayed on the battery charger. The pt's wife stated that the other battery pack was charging correctly. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The battery pack had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack. The pt received a replacement battery pack.